Manufacturer narrative:
The customer did not supply patient demographics such as age, date of birth, gender and weight. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument and observed probe 2 was intermittently aspirating.. The engineer identified the peristaltic pump tubing as the cause of the incomplete aspiration. Incomplete aspiration will cause elevated relative light units (rlus) such as seen in the failing system check and the elevated access accutni+3 results. The engineer repositioned the peristaltic pump tubing, proactively replaced aspirate probe 2, and performed successful hardware/system verification tests.. In conclusion, repositioning of the aspirate tubing corrected the intermittent aspiration issue which was identified as the cause of this event. (B)(4).

Event description:
The customer reported non-reproducible, falsely elevated troponin I (access accutni+3) results for one patient on the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)).the initial elevated access accutni+3 results were not released from the laboratory. The samples were reanalyzed on the laboratory's alternate access 2 immunoassay system (serial number (B)(4)) wherein negative results were obtained and released. There was no report of patient injury or change in patient treatment associated with this event. The patient samples were collected in lithium heparin tubes and centrifuged at 5000 rpm (revolutions per minute) for ten minutes at room temperature. No sample integrity issues were noted. Calibration was within specification at the time of the event. Quality control (qc) recovered outside of customer established ranges multiple times on all three levels of control prior to and on the day of the event. The system check failed specification on the date of the event. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.